Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test and force sensor test. Device received with minor scratches on lcd window.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir ring on insulin pump was damaged, plastic break and scratches on led screen. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had cosmetic damage. The customer also reported that there was damage to the reservoir lip ring was damaged. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. The customer reported that the sensor stopped communication with insulin pump. The customer also reported issue. The customer states the site was not actively bleeding. Customer would not like to continue troubleshooting site issue. The customer also reported that the tape was sticking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.